Event description:
A 2.6 fr dual lumen PICC line inserted, functional with continuous infusions through both lumens since time of insertion. The day prior to the catheter removal, the catheter tip position was noted on x-ray to be within the right atrium. Catheter pulled back 2cm, new dressing applied. The next morning, bedside rn noticed leaking at the insertion site. Order placed by md for exchange or replacement of PICC. Removal of PICC revealed catheter wall rupture between the 6cm and 7cm markings.